Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using a penumbra coil detachment handle (handle) and pod8s. During the procedure, the physician successfully deployed a pod8 into the aneurysm and attempted to detach it using the handle. However, upon attempting to fully press down the trigger of the handle, the physician encountered resistance and, consequently, it was difficult to detach the pod8. Therefore, the physician used forceps to pull the pod8 pusher assembly and successfully detached the pod8 to complete the procedure. There was no report of an adverse effect to the patient.